Event description:
It was reported that there was an alert on this patient's cardiac resynchronization therapy pacemaker (crt-p) system for high right ventricular (rv) lead impedance resulting in a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) analyzed presenting electrogram (egm) and found that the rv pace impedance had been gradually increasing from approximately 700 ohms up to 2042 ohms, which was out-of-range. It was also noted that the rv threshold had increased since last office check to 2.5v. Ts provided troubleshooting including reprogramming options. Isometric testing and reprogramming back to bipolar configuration were performed in clinic. No noise was reproduced during testing. This patient was not dependent on pacing. No adverse patient effects were reported. Currently, this lead remains in service.